Manufacturer narrative:
Additional information: d9, h3, h6. H10: the sample was received for evaluation with a dark blue adapter connected to the female connector. A visual inspection with the naked eye and magnification noted the female connector separated from the light blue main body. The insert chip was not returned with the sample to verify if solvent was present; however, there was evidence on the female connector indicating the insert chip was present during the assembly process. The insert chip dislodged during separation of the transfer set. There was evidence of solvent on the threads inside the barrel of the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The dark blue adapter was hand removed from the female connector with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a peritoneal dialysis (pd) transfer set. This issue was observed during the draining phase of pd therapy. To resolve this issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.